Manufacturer narrative:
The technician found the right foot side rail would not lock. The technician replaced the side rail to repair the bed.

Event description:
The facility indicated the right side rail is broken.